Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-85419.

Event description:
It was reported the customer was experiencing high blood glucose after an infusion site change. The customer's blood glucose was 453 mg/dl. Customer stated they had treated their blood glucose. It was also found the customer was feeling thirsty and frequently urinating due to their high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. However, customer stated there was a large air bubble in their reservoir that would not dissipate. It was also found the customer had a bent cannula after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. Customer was advised to their high blood glucose may be attributed to a site issue. No additional information provided.